Event description:
The event is reported as: complaint was reported as the following: incoming inspection alleged issue: "pin hole on package upon inspection." No patient injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.